Event description:
The clinician reports the implant was inserted 2024-04-02 in ada 23. Details of surgery: ridge augmentation and immediate extraction site. On 2024-07-11, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and fistula. No further patient complications were reported.